Event description:
A baxter repair tech reported an infusion pump with failure code 550 during service. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter service event.